Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump stalled multiple times and the stall never recovered. The patient had underdose symptoms on 26/3 and was in "motor stall mode". The patient was "fine" for a "couple of weeks" from (B)(6) 2013 to (B)(6) 2013. The pump speed again on (B)(6) 2013 again. The pump was refilled on (B)(6) 2013 and was restarted but was stopped again the (B)(6) 2013 in the evening. That "repeated a couple of times". The pump was interrogated several times and restarted due to that it was in stopped mode. The patient had to take oral medication. The pump was infusion marcain and morphine. It was reported that the pump would not be explanted due to the patient being in "bad physical condition".

Manufacturer narrative:
Product ID: 8709sc lot# b0826126k, implanted: 2008 (B)(6), product type catheter. (B)(4).